Event description:
A catheter problem was reported, the pt had a revision on (B)(6) 2011 and a few days ago they removed the stitches and stated there was a "leak." The cause of the leak was unk. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).